Event description:
It was reported an unspecified issue occurred. According to the patient, on (B)(6) 2025, around 8:30 - 9:00am, the patient experienced a urinary tract infection and diabetic ketoacidosis. The caregiver called for an ambulance since the patient was "near comatose." The patient was transferred to the ICU. The patient¿s blood glucose was reportedly around 900 mg/dl. The patient was unable to recall any error message or issue with the tandem t: slim x2 insulin pump or dexcom app because of her state. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported an unspecified issue occurred. According to the patient, on (B)(6) 2025, around 8:30 - 9:00am, the patient mentioned that she had been in the hospital since last friday due to a uti, dka, and some other issues, and that she was getting better. She called to inform us about her pump, which had been removed when she was admitted to the hospital. She also stated that she had contacted us several times over the past few months regarding her pump. Today, the pump was reattached along with her g7 sensor, following advice from her diabetes educator. She confirmed that the pump was working correctly at the time of the interaction and that she was feeling better. The patient was asked if she had experienced any issues with the sensor prior to being admitted to the hospital. She responded that she does not remember, as she was confused at the time, and added that she felt her pump had not been working properly for at least a month. She further explained that her diabetes educator visited her after she was in the ICU and tested the pump, which was found to be functioning correctly. It was then assumed that she had likely had a uti for quite some time, which interfered with her insulin caused her blood glucose to rise to 900 mg/dl. The patient was asked again if there were any error messages, to which she replied that there were none. However, she mentioned that it seemed like the sensor had ¿run out of power,¿ and later confirmed that it had been in use for more than 10 days. The patient clarified that when the incident occurred, her caregiver found her incoherent and nearly comatose on a friday morning. She also stated that she has not yet been discharged and will be transferred to a skilled nursing facility the following day. Additionally, the patient mentioned that she was given numerous medications, including those she had already been taking, but she could only recall potassium. The patient noted that she could not remember all the details. Data investigation confirmed the allegation as no alert/notification. The probable cause was that the alert was disabled. It was found in connection with the reported allegation that prior to the alleged date of incident, 12/12/2025, the estimated glucose values had been high (over 400 mg/dl) since 05:25 pm on 12/11/2025. Prior to that, egvs were high (over 400 mg/dl) from 02:40 am to 12:20 pm. The app did not deliver high alerts as they were disabled. The app also experienced signal loss under an hour, but the app did not deliver alerts as signal loss alerts were also disabled. No additional patient or event information is available.

Manufacturer narrative:
Diabetes mellitus is a known cause of loss of consciousness.